Manufacturer narrative:
Trackwise # (B)(4). The device was returned on 11/05/2019 for evaluation. An investigation was conducted on 02/20/20. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the transected c-ring as well as on the harvesting device. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. Based on the returned condition of the device, the reported failure "break" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring split in half but did not fall in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring split in half. A replacement device was used to complete the procedure. The hospital did not report any patient effects.